Event description:
It was reported that a caucasian female who underwent breast augmentation with a 450cc mentor memorygel xtra breast implant experienced hypertrophic scarring on the right side requiring scar revision. The previous right implant was reported under 1645337-2022-09545 on (B)(6) 2022. On (B)(6) 2022 mentor received additional information and initial awareness of the replacement implant scarring.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: hypertrophic scarring. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4). On september 28, 2022 mentor became aware that the incorrect initial report submitted erroneously omitted that asymmetry was the primary reason for revision surgery. Coding has been updated to reflect scarring as secondary reason for reoperation. Reason for device explant and/or reoperation: asymmetry.

Manufacturer narrative:
Additional information was received on august 9, 2023. The device issue reported previously was clarified to be a rupture. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).